Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
10/9/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 4/20/2018. Acknowledgements 1, 2, and 3 could not be located. It was reported that the patient was treated by the lifevest and passed away on (B)(6) 2018. The patient was driving and pulled over and lost consciousness. It was reported that bystanders performed resuscitation efforts. Per the ECG and flag data analysis, the patient experienced an inappropriate treatment event on (B)(6) 2018 consisting of two shocks. The patient experienced a vf arrhythmia from 13:18:21 to 12:32:54 on (B)(6) 2018 which degraded to asystole. The vf was obscured by motion artifact and CPR artifact. The motion artifact and CPR artifact prevented a treatment from being delivered. The patient was then treated two times while in asystole with CPR artifact at 13:23:06 and 13:23:41. The patient remained in asystole/CPR artifact until device removal at 14:04:45. The patient passed away on (B)(6) 2018.